Event description:
Pt with barrett's esophagus treated with endoscopic mucosal resection followed 2 months later by rfa. Pt had chest pain after rfa and was admitted for observation. No perforation was detected. The pt was discharged to home the next day and had subsequent follow-up rfa 2 months later without incident.